Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 aug 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced spontaneous episodes of ventricular fibrillation and received a total of six unsuccessful high voltage therapies from the implantable cardioverter defibrillator. The arrhythmia slowed down under the detection zone then sped up again and was re-detected. The arrhythmia was eventually successfully converted after its redetection. Following the termination of the arrhythmia, the device triggered a battery performance alert. On (B)(6) 2020, the event was verified via interrogation of the device during the patient's stay in the intensive care unit. The patient's condition appeared to be stable. On (B)(6) 2020, the device was explanted and replaced. The patient's condition remained stable during and after the procedure.

Manufacturer narrative:
The reported event of inadequate high voltage output was not confirmed during analysis. The device image was examined and found that high voltage shocks that took place were delivered based on programmed settings. Battery performance alert was detected on sep. 9th, 2020 at 2.44 pm. The alert was detected while battery voltage was still recovering from the high-voltage charging and therefore is considered invalid. The device was tested on the bench, and no anomalies were found.